Event description:
The user facility has reported that the jaws of two instruments broke during surgery. No pt injury was reported. Samples were rec'd on 11/10/06 and were forwarded to the MFR for eval on 11/16/06.